Manufacturer narrative:
All of the known fujifilm equipment involved in this case was returned to fmsu and evaluated. Inspection showed the following results: ec-450bi5 double balloon endoscope- the umbilical section tube was crushed in two spots, fsa tube was deformed, distal end cap had a deep scratch, the lgb had scattered broken fiber and the fr switch buttons were leaking. All the parts were replaced accordingly and device play and angles were adjusted. Xl-4450 light source- air pressure and volume were within specification. Vp-4440 hd processor- no fault found. Pb-30 balloon-pump controller- no fault found. There was no serious defects found during inspection; none of the defects could cause physical harm or contribute to a gas embolism. The customer indicated that the procedure being performed was ercp (endoscopic retrograde cholangio-pancreatography); this is contraindicated use of the dbe ec-450bi5. The customer was made aware of the unapproved off-label use of the endoscope. There was no allegation of product malfunction. Multiple attempts have been made to gather additional information regarding this case, however not successful. If there is any additional relevant information provided a supplemental report will be submitted.

Event description:
Fujifilm medical systems USA (fmsu) was contacted by the customer requesting preventative maintenance for equipment used in an ercp (endoscopic retrograde cholangio-pancreatography) procedure on altered anatomy. Fmsu learned that the patient who had undergone this procedure allegedly died of a gas embolus. The equipment used during the procedure was fujifilm vp-4440hd processor, fujifilm xl-4450 light source, fujifilm pb-30 balloon-pump controller, and fujifilm ec-450bi5 double balloon endoscope. The customer does not use room air and has a co2 pump from a non-fujifilm vendor. Additional information was requested but not received; no additional information is available.